Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing while they were in a whirlpool. Boston scientific technical services provided troubleshooting options to the field, the s-ICD remains in service. No adverse patient effects were reported.